Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a customer received the product with the package "open". The product was not used on the patient, no harm reported. Photographs depicting the reported complaint issue were submitted by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Lot number 7g00528 was sterilized and released on review of results. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instructions for machine doyen 3. Visual inspection performed in accordance with testing method was completed at the beginning of the order and every fifteen minutes following until the order was completed. No nonconformity was raised during the manufacturing process of lot 7g00528. This is the only complaint for the affected lot registered within trackwise 8.7. Three photographs have been received for this complaint and they have been evaluated in accordance with work instructions. The photograph confirms the lot number and the product expected. The photograph also confirms the complaint issue expected. From the photograph, there appears to be no seal on one side of the dressing sachet. A non-conformance was raised for this issue for machine doyen 3 after this lot was manufactured. A root cause investigation has been completed and is now closed. It has been concluded that the defect sachet was part of a start- up set of sachets from the machine and that the reject gate did not react quickly enough to reject the affected sachet. The reject gate for the machine has since been overhauled and is now functioning at the correct pace. As part of the investigation all doyen operators were provided with awareness training of the complaint issue. The root cause investigation has been reviewed at the deeside non -conformance review board (ncrb) and has been approved. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.